Event description:
It was reported that when the user set 0 on the anesthesia system it go lower. Patient involvement unknown. Manufacturer reference #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Clarification was received that the reported issue was not for a anesthesia workstation but for a operating table. Please close this emdr in your system. We will retain the complaint in our system and process accordingly.